Event description:
The skin needle inside the cardinal health presource pack cardio mdhc, used to deliver subcutaneous lidocaine to the patient, was defective without a beveled tip just blunt. It would have been extremely painful had this been used on a patient. The scrub tech noticed it looked different right before the doctor used it and was able to get a new one. The cardio pack were the needle came from was lot 622463 and catalog san56cdms3. It was the 27gx.5 needle.